Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel in the left elbow. A 5.5-40/4t/90 symmetry balloon catheter was advanced for dilation. During the first inflation at 10 atmospheres, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 initial reporter city: (B)(6). Device evaluated by MFR: the symmetry device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A partial balloon circumferential tear was identified located approximately 6mm distal of the distal markerband. The rated burst pressure for this device is 15 atmospheres as per symmetry product specification. A visual and tactile examination identified no damage or issues with the shaft of the device. A visual examination identified no issues with the tip of the device that could have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel in the left elbow. A 5.5-40/4t/90 symmetry balloon catheter was advanced for dilation. During the first inflation at 10 atmospheres, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 initial reporter city: (B)(6).